Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s screen was separating from the device housing, without any reported drop or impact, consistent with a device display component issue and a bonding failure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a stress-related problem affecting the display assembly consistent with a loss or failure to bond of the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.